Event description:
It was reported that approximately 2 to 3 hours post implant of this right ventricular (rv) lead and device, the health care professional (hcp) noted 2 to 3 seconds of a sinus rhythm that was not tracked. Technical services (ts) reviewed and did not observe any stored episodes of oversensing and discussed sending in device data for engineering analysis. It was noted the rv threshold and risen so the output was increased to 5 volts. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.